Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips(2). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 39 and 180 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:39mg/dl, 53mg/dl and 66mg/dl.